Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lavh procedure, approximately 2 hours after starting use, strange sound was heard from the device. Pneumoperitoneum was not kept properly. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on the device. Each envelope seal was intact. The device failed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.